Manufacturer narrative:
Complaint is confirmed. The returned used device, item smi-02ap was evaluated and found the lower jaw broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the device's shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. The service history was reviewed, and no prior data was found (B)(4). Per the instructions for use, the user is advised the following; - avoid lateral stresses to the instrument or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The company representative reported on behalf of the facility that the smi-02ap, spectrum suture passer, broke during an arthroscopic shoulder rotator cuff procedure on (B)(6) 2019. The piece was removed with a grasper. There was no patient injury. There was a 2-minute delay reported. The procedure was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence.